Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, device was unable to be interrogated with an inductive wand only. Device has not been checked for the previous six months. A telemetry test in different rooms and with different programmers were attempted. Physician elected for device replacement due to normal elective replacement indicator. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
Expiration date. Device manufacturing date.